Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a elevated blood glucose (bg) level of 400 mg/dl. A bolus was delivered prior to going to the ER in attempt to address bg level. The customer was treated with intravenous saline and insulin while in the ER and was release from the ER 7 hours later with no permanent damage. Suspected cause was due to the pump time being inaccurate, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.